Event description:
The manufacturer's representative reported the patient was not experiencing adequate pain relief. The hcp decided to explant the entire drug delivery system. During the explant surgery, the hcp noted the pump had flipped causing the catheter to "twist" around the pump. The hcp also noted the pump site was infected. The final patient outcome is unknow at this time. The drug contained in the patient's pump was compounded baclofen (unknown concentration/dose.). Additional information has been requested, but was not available at the time of this report. See manufacturer's report # 6000030200701997

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a."